Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. Receiver download was performed with no error related to customer complaint found. Opened receiver for internal visual inspection and it passed. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output on the receiver, in addition to an adverse event that occurred. The patient stated that he had low blood sugar at work and was unaware due to receiver not alerting him about the low. The patient stated that a co-worker heard the patient making a loud breathing noise and called her boss because the patient was unresponsive to their instructions. The co-worker tried to give the patient candy but patient would not eat it. The patient's boss called 911, the paramedics arrived and tested the patient's blood glucose (bg) and it read 37mg/dl. The paramedics gave the patient a glucose solution IV, administered in his wrist. The patient came back to a stable condition, but embarrassed because this happened to him a work. At time of contact the patient's condition was stable and aware. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.